Manufacturer narrative:
Zimmer biomet (B)(4). A certain® 3.4mm(d) driver tip - long (item # impdtl) was not returned for investigation, and is reported to still be in use. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 and instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. B - july 2018 information identified: applicable information can be found in the warnings, precautions, and breakage sections of IFU (p-iis086gi) rev f, and the warnings and precaution section of (p-zbdinstrp) rev. B. Complainant reported that the driver tip was stuck in the implant at implant placement. The implant was removed and the driver tip and the implant was disengaged by hand force. Another implant was placed with the same driver tip in the same surgery. The reported complaint could not be verified as the product was not available for evaluation. A definitive root cause for this complaint could not be determined. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Device not returned to manufacturer.

Event description:
The driver tip was stuck in the implant at implant placement. The implant was removed and the driver tip and the implant was disengaged by hand force. Another implant was placed with the same driver tip in the same surgery. Patient is fine.